Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer alleges pump was over delivering. It seems like its not suspending the delivery upon low events. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer's blood glucose value was 58 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer will not returned device for analysis.